Manufacturer narrative:
The reported issue was addressed with phone support. Customer confirmed that the replacement scope had no issues and will return the reported scope if the issue persists. No site visit was conducted. The system was working properly, and no further investigation was required. There was no image or video clip submitted for review. The batch lot and sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022 on system sk3492. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, customer had a problem with the 30-degree scope flipping. Customer was not in the room at the time and was not sure what the scope was not doing correctly. Technical support engineer (tse) reviewed and found repeated 48221 for the current zero-degree scope they were using but nothing in the logs for the 30-degree scope that had the problem. Customer was using the spare scope with no issues and continued on with the case. Customer will not need a 30-degree scope for the rest of the case, so no troubleshooting was completed for the 30-degree scope. Tse recommended that the customer send the scope back for cleaning and try it out again and if issue persist to RMA scope back in. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed. The endoscope will not be returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.